Manufacturer narrative:
(B)(4) reported event of stent cover damage. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal partially covered stent was implanted in the distal esophagus during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous nor pre dilated. During the procedure, no issues were noted and the stent was implanted successfully. However, three or four weeks later, during a control gastroscopy procedure, it was confirmed that there were tiny holes in the stent cover. The physician implanted another wallflex stent within the first one. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.